Event description:
A customer reported an alarm 01 related to their insulin pump. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer performed a cartridge change to resolve the issue.